Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15380. It was reported the pt is not using her scs system because it is no longer helping with her pain. The pt has attempted to schedule a consult with her physician, but has not yet been able to do so. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.